Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 435 mg/dl, 113 mg/dl and 322 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.